Event description:
A malfunction alarm was reported, identified as malf 12, but there were no notable events preceding the issue. There was no adverse impact to the customer's blood glucose level reported, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without recurrence. The customer was instructed to continue using the pump and to contact technical support if the malfunction code recurs. There was no additional information received regarding the outcome of the event.